Event description:
It was reported that the holster has had multiple green cable errors and the customer was having to hold the cables into the control module to avoid the error code. There have been no pt consequences reported. No interruptions in the breast biopsy.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.